Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was used to treat the lesion. However, while the physician took the orthogonal view of the deployed stent, he found a distal edge dissection. The physician tried to complete the procedure by covering the dissection with another 2.75x20 promus premier drug-eluting stent. No patient complications were reported and the patient status was stable.